Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with post-sensed t-wave oversensing on the implantable cardioverter defibrillator. No intervention was performed and the patient would be monitored. The patient was in stable condition.